Event description:
A customer reported observing ise (ion selective electrode) values that were drifting and were borderline, when using the au2700 chemistry analyzer. The customer stated that these results were not reported outside of the laboratory. The customer checked the ise reference line and observed bubbles. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Date of manufacture is unavailable. A field service engineer (fse) evaluated the analyzer and replaced the reference valve. The fse performed a sequence 1 & 2 precision check and performed 3 calibrations, all of which were within specifications. The system was restored through the replacement of the ise reference valve and the customer reported no further issues. Identification of failure mode: the available evidence shows that the ise issues arose from a defective reference valve. No further issues were seen after the replacement of this part.